Event description:
It was reported that the left ventricular lead exhibited high lead impedance and noise. It was noted that the lead could not be connected to the device properly at implant. The lead was explanted and replaced on (B)(6) 2014. The patient was in good condition post procedure.

Manufacturer narrative:
Final analysis confirmed that the lead could not be inserted into a test device. The strain relief zone of the lead connector was out of specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.